Event description:
It was reported that during an unknown problem the blade of the device broke as soon as activated, the generator shows "replace instrument". No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and not returned. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. The device will stop activating, and either emit a solid tone or display an instrument error on the gen11 and when tested with gen04 an error code 5 was displayed when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.